Manufacturer narrative:
Device returned with no lot ID. Instrument returned empty, unable to test.

Event description:
During a transabdominal laparoscopic hernia repair, the eas jammed and the staples were not formed properly. A second eas was opened with the same results. The surgeon opened the third stapler and the same thing happened. The fourth was worked and was used to complete the case. There was no consequence to the pt.